Event description:
Olympus (oci) was informed that the customer high-definition quick lock, autoclavable telescope has ¿items inside the lens¿. The customer reported issue was found at reprocessing. No death or injury and no impact to person or other was reported to olympus.

Manufacturer narrative:
The referenced device was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, forgein particles/debris is inside the optical system attributing to a blurry image. The inspection also found dents on the rigid outer tube. The investigation is in progress; therefore, the root cause cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
Corrected fields: h10 (eyepiece was found broken). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was found the eye piece was broken. It is likely the reportable event, broken eye piece, occurred due to the use of excessive force. Olympus will continue to monitor field performance for this device.